Manufacturer narrative:
(B)(4). Limited information available, customer will not return the product as did not provided contact information for new product replacement or to send the return product envelope. Manufacturer attempted to contact customer on multiple follow-up phone calls in order to obtain more information about the alleged product as well as customer's condition; after several calls only reach the voice on 11/8/2016. Attempted to get in contact thru the doctor's office and nurse informed that she provided a competitor meter replacement to the customer.

Event description:
Customer called in requesting assistance with the meter. Customer was at the doctor's office with pain from hitting her head after passing out. Customer believes it is possible she passed out due to her diabetes. Going over the questions it was decided to call customer at her house so the doctor's office did not provided the information required to process complaint, therefore customer was going to be contacted at later time. Customer could not get a reading at the time of event. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Called customer back twice once at 12:30pm & 2:10pm on (B)(6) 2016 same day she called in.